Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The event date in unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was receiving ineffective stimulation due to high impedance on the implanted lead. During lead replacement procedure it was found that the lead was fractured. As result the lead was replaced, and therapy was restored post-op.